Event description:
It was reported that a trained physician attempted arteriotomy closure using the starclose device after an unknown procedure. The doctor could not fire the clip as the wings were collapsing before the trigger could be pushed. Hemostasis was achieved with manual compression. No patient injury or effects reported. No additional information available.

Manufacturer narrative:
The device was returned fully deployed. The clip was found captured at the distal end of the device. The exchange sheath was completely slit to the distal tip and not a contributing factor. The vessel locator sub-assembly was tested and the vessel locator button to safety release nut engaged 10 of 10 attempts. The root cause of the reported vessel locators won't open/stay open is undetermined. Review of the history record (DHR) for this device did not produce any findings relevant to this investigation. This event has been identified as a malfunction. Abbott vascular has initiated a corrective action.